Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). This report is being filed on an international product, list number 08p11-22, that has a similar product distributed in the us, list number 08p11-21.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii confirmatory results for one patient. The following data was provided: sample ID (B)(6) results, on (B)(6) 2022, were c1 was 0.19 s/co, c2 was 0.71 s/co, %n was 233%. When tested with a roche assay the result was negative, pcr result was negative, repeat serology was negative. It was noted that the hbsag screening results were reactive for these samples. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Specificity testing was performed using an in-house retained kit of lot 28356fn00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review of lot 28356fn00 did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii assay, lot number 28356fn00, was identified.